Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the stomach during a laparoscopic sleeve, the surgeon was able to press the green button but the stapler was not able to fire. It was stated that safety locked out due to pre-fired reload. They used another reload to complete the case. There was no patient injury.